Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 13.3 mmol/l. Customer contacted technical support, received guidance to reset pump, and malfunction code did not recur after reset, so customer was advised to continue using pump and to call back if problem returned, and caller confirmed understanding.